Event description:
Background: on (B)(6) 2013, heartmate ii lvad implantation for dt indication. On (B)(6) 2014, lvad pump stop alarms noted during routine interrogation. Kub was negative for shielding damages. Pm and controller changed out per thoratec recommendations. On (B)(6) 2014, two more pump stop alarms recorded on (B)(6). Driveline testing and controller interrogation by (B)(4) from thoratec concluded that there was likely a driveline short. On (B)(6) 2014, external driveline replaced by (B)(4) without complications. No recurrent alarm after the repair. On (B)(6) 2014, lvad interrogation showed no pump recurrent pump stop alarms. No red heart alarms. On (B)(6) 2014, pt died. Findings: the epc controller has two fully redundant electrical systems. Both fuses in the controller were 'blown' d/t a break in the driveline.